Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor had no filament. Customer cannot recall their blood glucose reading. Troubleshooting was performed. Customer removed the sensor from the body. Customer advised to restrict contact with belt, cloth and hosiery to avoid irritation. Additionally, sensor should be at least 2 inches from navel or insulin pump. Sensor will not be returning for analysis.